Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller said the pt's ins was no longer functional and the patient (pt) wanted the ins removed because of the placement, ipg placed too close to vertebral column and was uncomfortable for the pt, pt said they hit the ipg on chairs and other things. Caller said pt had not been using implant for 2-3 years. Pt said the ins did not provide relief since shortly after implant date. Technical services (tss) reviewed MRI guidelines because the caller wanted to know what the pt would be eligible for if only lead left placed.